Event description:
When the valve delivery system sheath was removed after valve placement confirmed, it was noted that the balloon had not been fully deflated. Removed at 0845 and inspected with no complications currently identified. Following discussion with edwards lifesciences representative, it was observed that the balloon was only partially deflated. Normally, the balloon is fully deflated, with negative pressure being maintained, until the lock is activated that closes balloon access. Questionable product issue versus possible user error. FDA safety report ID # (B)(4).